Event description:
A journal article was received for "five-year outcomes of evo implantable collamer lens implantation for the correction of high myopia and super high myopia". Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity:unk. Race: unk. Date of event: unk. Expiration date: unk. Implant date: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. (B)(4). Claim #: (B)(4).